Manufacturer narrative:
D10 concomitant medical product: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4h0905); sigpshell, sig power sigpshell control shell (lot#unknown); sigphandle, sig power sigphandle handle (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open pancreatic head and duodenal resection procedure, excessive force was indicated when the tissue was clamped with the powered stapler. Afterward, when the jaws were opened, the reload displayed zero. To resolve the issue, a new stapler from another manufacturer was used. There was no patient injury.